Event description:
Information received indicates the bed has no functions except for hi/low.

Manufacturer narrative:
The technician found the bed's top center base cover was pushing on the CPR latch.